Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date and da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: med j seirei hamamatsu gen hosp 2023; 23(2): 8-16, issn: 2436-4002. B3: event date is blank as the exact procedure date is unknown, and there's no information regarding the article date on the journal. Fields g5 and g7 are not applicable.

Event description:
A literature article described a case report of a patient with high complexity renal cell carcinoma who underwent a da vinci-assisted retroperitoneal partial nephrectomy and experienced carbon dioxide embolism, which required conversion to open surgery. The airseal system was used as an insufflation device to maintain pneumoperitoneum during the procedure. After clamping the renal artery and pneumoperitoneal pressure was increased from 12 to 15 mmhg, tumor resection was started. Five minutes post-clamping, the patient's end-tidal carbon dioxide (etco2) dropped to 12mmhg, oxygen saturation (spo2) dropped to 83%, and blood pressure dropped to 64/48 mmhg. A transesophageal echocardiography showed air in the left ventricle, and a carbon dioxide embolism was diagnosed. The da vinci robot was undocked, and the patient was re-positioned to a head-down position. After an hour and eleven minutes, when the patient's hemodynamics had stabilized, the procedure was converted to an open nephrectomy procedure. It was reported that a 3 mm vascular injury was identified on a vein feeding the tumor. The cause of the complication is unknown. It is also unknown what medical intervention, if any, was rendered due to the vessel injury. Per the article, the vascular injury was described as being minor. However, a large amount of gas to maintain pneumoperitoneal pressure had entered through the vessel injury which had possibly caused the air embolism. There were no complications associated with carbon dioxide embolism, and the patient was discharged seven days after the surgery. There was no mention of any da vinci device malfunction during the procedure.